Event description:
It was reported that approximately 6 months post implant of a bifurcated device and a infrarenal aortic extension an endoleak was identified between the components. At the time of implant the overlap between the bifurcated and infrarenal extension was 3cm. First post-operative follow-up computed tomography scan revealed an endoleak type ii, which resolved spontaneously. The patient did not come back to follow-up until recently. The patient's aneurysm had grown to 10 cm in size and an endoleak iii was found between the components; the components were separated. The physician elected to implant an infrarenal and two suprarenal aortic extensions, which corrected the endoleak. It was reported that the patient did well.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there was suboptimal medical documentation, but adequate imaging studies available for this review. Product use was incongruent with the IFU due to: juxtarenal position of infrarenal stent (failure to follow the IFU). Cautionary product use conditions that might have contributed to this complication were: the presence of multiple patent lumbar arteries; and, a large, patent (large) ima. Other factors that might have contributed to the event were: the presence of multiple source type ii endoleaks (ima, lumbar and possibly, hypogastric) within the first year; and, progressive stent separation within the first year without evidence of a type iiia endoleak. Later, disease progression and/or aortic remodeling might have been a contributing factor, considering the longevity of the device and the patient's medical history. Within the first year post implant, the type ii endoleaks from multiple sources and the partial stent collapse of the main body stent, and the slight, progressive stent separation, were substantiated. Sixty-nine months post implant, a type iiia endoleak was substantiated, with resolution of the partial stent collapse seen within the first year. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all devices have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported endoleak could not be conclusively determined; however, multiple source type ii endoleaks (patent lumber arteries and patent ima), disease progression, vessel remodeling are likely contributing factors.

Event description:
It was reported that approximately 69 months post implant of a bifurcated device and a infrarenal aortic extension an endoleak was identified between the components. At the time of implant the overlap between the bifurcated and infrarenal extension was 3cm. First post-operative follow-up computed tomography scan revealed an endoleak type ii, which resolved spontaneously. The patient did not come back to follow-up until recently. The patient's aneurysm had grown to 10 cm in size and an endoleak iii was found between the components; the components were separated. The physician elected to implant an infrarenal and two suprarenal aortic extensions, which corrected the endoleak. It was reported that the patient did well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.